Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer reported that the battery compartment had crack. The customer performed troubleshooting however display did not return in insulin pump. The insulin pump will return for analysis.